Event description:
A female with a very tortuous and calcified anatomy, underwent initial aaa repair in 2006. The physician placed one main body, two iliac leg grafts, and one main body extension. Over time, as the diseased vessel continued to dilate, a distal type I endoleak developed, so in early 2009, the physician placed an additional iliac leg graft. Pt is fine.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met needs of the user. Each zenith device is shipped the instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. In regards to endoleaks, the assortment of zenith IFU specifically list several warnings and precautions that if properly followed, could reduce the occurrence of an endoleak occurring. In general these IFU's address patient selection, treatment and follow-up, key anatomic elements that may affect exclusion of the aneurysm, and effects of an inaccurately deployed stent graft. The device remains implanted and no images were provided to assist in this investigation. Although no films were provided to show continued iliac dilation, it may be possible the dilation resulted in a compromised distal seal and subsequent endoleak. We have notified the appropriate individuals and we will continue to monitor for similar events.